Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and using incorrect tools have been ruled out as potential causes. Additionally, the patient picking or touching the wound, excessive twisting or bending, the device implanted off-label, and the patient having contraindicating conditions have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported tenderness at the incision site after their implant procedure. On (B)(6) 2026, the patient expressed that their top incision was still sore as well as a "poking" feeling. On (B)(6) 2026, the patient went to the emergency room where it was confirmed they could see the coil from under the main incision as well as some swelling. X-rays were performed which showed nothing abnormal. As of on (B)(6) 2026, the patient is still feeling the "poking" sensation and will attend their follow up appointment on (B)(6) 2026. No further information is available at this time.